Event description:
A surgeon called in requesting help adjusting his images with a cranial tumor resection case. A medtronic representative walked him through modifying the level and width with the mouse, however, he was not able to get the images to display properly. Further troubleshooting was halted as the surgeon said he would call back. The surgeon then reported he had attempted a touch-n-go registration and it was inaccurate. The medtronic representative walked him through pointmerge and removing the head holder from the 3d model. He was able to complete a successful pointmerge with 3.3 mm predicted accuracy. He found this acceptable and began navigation. The surgeon then requested help with editing 2d images and selecting projection. The surgeon continued the case using the stealthstation s7. There was no impact on the pt outcome.

Manufacturer narrative:
Device not returned to manufacturer for investigation at the time of this report.